Event description:
Lifescan received a hospital report that a surestep pro meter was giving "remove strip" messages when used with a particular pt. The same ss meter did not show this message on any other pts. The hospital had the ss meters for 3 1/2 years without any problems. The pt involved in the event had a hematocrit of 33.8%. Blood used for testing had been reportedly taken from an arterial line and placed on the strip with a syringe. The same event of "remove strip" message was also produced with 2 other ss meters at the hospital. The pt had a blood glucose of 5mg/dl at the time of event. No further info provided.